Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. Theinvestigation of the affected device revealed that the device shows a tear starting from the borings. The caps were probably damaged when they were removed from the mould. However, the defect is obvious and can be discovered by the user before use, after which the seals must be prepared before use. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a sealing cap. According to the information received, parts have separated and were brought into the abdominal cavity additional information is not available.